Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on posterior, crease fold and wear abrasion leak test and microscopic analysis was performed which identified: opening crease smooth on posterior, observed void >1 mm in non-textured, valve-to shell-bond area and voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06 (v8.0). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. Void on valve texture side assessed as a workmanship. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported left side "any creases associated with hole". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.